Event description:
New information received notes that the device was explanted and replaced on (B)(6) 2022. No additional adverse patient consequences were noted due to the bpa or the right atrial lead over-sensing of noise and mode switch.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with lithium (li) cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in (B)(6).2016.

Event description:
Related manufacturer reference number: 2017865-2022-41034. Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and awaiting explant. Additionally, the patient's right atrial lead was found to have exhibited unspecified over-sensing and inappropriate automatic mode switch. No intervention was reported to address the ra lead malfunction or the observed battery performance alert (bpa). Further information was requested, but not yet available. The patient was stable throughout.

Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017. Further information was requested, but not received.